Manufacturer narrative:
The v.a.c.via¿ therapy system was discarded, therefore a device evaluation could not be completed. Additional information regarding the v.a.c.via¿ therapy system 7-day kit: lot #: 8647896v005. Expiration date: 31-aug-2022. Unique identifier (UDI) #: (B)(4). Based on information provided, it cannot be determined that the alleged hematoma and subsequent surgical intervention are related to the v.a.c.via¿ therapy system. The patient had a pre-existing hematoma which may predispose the patient to potential bleeding events. All end release testing for the products met specifications. Device labeling, available in print and online, states: warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2021, the following information was reported to kci by the nurse via FDA medwatch report mw5102730: the v.a.c.via¿ therapy system allegedly failed and exasperated a hematoma at the patient's surgical site. On (B)(6) 2021, the following information was reported to kci by the nurse: the patient had a pre-existing hematoma that allegedly worsened with the v.a.c.via¿ therapy system. The patient underwent an incision and drainage to resolve the hematoma and has subsequently fully recovered. The v.a.c.via¿ therapy system was discarded, therefore a device evaluation could not be completed. On (B)(6) 2021, a device history record review of v.a.c.via¿ therapy system 7-day kit lot number 8647896v005 and associated v.a.c.via¿ granufoam¿ spiral dressing lot number 8481911 and v.a.c.via¿ therapy unit lot numbers 8470893 and 8631887 were performed. All end release testing for the products met specifications.